Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device ceased to provide mechanical chest compressions while in use with a patient. Manual CPR was provided after the lucas stopped. The patient is deceased. The issue is patient related. The customer indicated that it is unknown if the device use caused or contributed to the reported death.